Event description:
It was reported that during a procedure using an ambient megavac 90 wand with a wireless foot control, the wand stayed in ablate mode after the surgeon used the wireless foot pedal to deactivate it. The surgeon had to unplug the wand in order to stop it's activation and remove from the surgical site. The procedure was completed with a backup device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The complaint could not be verified as the returned device performed as intended. The root cause could not be determined with confidence as there are several factors unrelated to the manufacture or design of the device which could have contributed to the reported event including: there could be a discrepancy with the foot control receiver and/or cable which were not returned for evaluation. It is possible that excessive tensile stress applied to the cable could have partially broken one or more signal wires causing an intermittent connection. More than one wireless foot control assembly in the general vicinity could have the same frequency; therefore, inadvertently allowing activation. The super turbovac ifs is manufactured with integrated finger switches; therefore, it is possible that the finger switch was inadvertently pressed. There were no indications that would suggest that the reported device did not meet product specifications upon release into distribution.